Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for crps and spinal pain. It was reported that there were high impedances on 7 of 8 contacts on the 0-7 lead. There were no environmental, external, or patient factors that contributed to the issue. No actions were taken, all programming was on the non-affected 8-15 lead so no other action taken at this time. No symptoms were reported.